Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported the patient's dog jumped on them and it tugged on the driveline. Since then, the patient noticed that the driveline site became progressively more painful. On (B)(6) 2021, the patient noted erythema and purulence at the driveline site. Given the signs of infection, the patient called the congestive heart failure (chf) team, and they recommended admission. The subject denied any fever, rigors, palpitations, or syncope. Superficial driveline culture and blood culture were pending. The patient was started on empiric vancomycin and cefepime intravenously (IV), and had a daily vad dressing change. A CT scan of the abdomen and pelvis was done, and infectious disease (ID) was consulted. The infection was determined to be methicillin-susceptible staphylococcus aureus (mssa). The subject was discharged on (B)(6) 2021 with a peripherally inserted central catheter (PICC) line on continuous IV cefzolin. The patient reported dyspnea on exertion but confirmed on (B)(6) 2021 that they did not have fever, chills, night sweats, or any other new signs/symptoms of driveline infection. The patient was scheduled for a follow up in the lvad clinic with transplant ID on (B)(6) 2021. Additional information noted that the patient was hypokalemic, but labs showed no renal insufficiency. The patient reported feeling very well at home.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.